Manufacturer narrative:
Event deemed reportable at conclusion of investigation on (B)(6) 2019. Initial reporter not available. Investigation summary: the complaint device was received and evaluated. The complaint can be confirmed. Visual observation of the electrode reveals the distal tip shows signs of activation. No anomalies on the handle, cord, connector. Under magnification, it was observed that the manifold shows signs of melting between 3-6 o'clock positions of the tip. This device was not tested for safety reasons. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ no further information was provided to determine if the above-mentioned factors contributed to this failure. A manufacturing record evaluation was performed for the finished device lot and serial number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history: a manufacturing record evaluation was performed for the finished device lot and serial number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a rotator cuff repair procedure on (B)(6) 2019, the vapr s90 did not function. Another device was used to complete the surgery. There were no adverse consequences to the patient. The surgery time was not delayed. This is report 1 of 1 for (B)(4).